Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated:age or date of birth, weight, date of report, event, PMA/510k, type of reportable event,if follow-up, what type, device evaluated by MFR. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial right knee arthroplasty; subsequently, a potential revision procedure has been indicated due to bone collapse and poor bone structure. However, no revision has been confirmed at this time.